Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per surgeon the patient experienced three dislocations within a one year. So he took out the old liner and head and replaced with a constrained liner and new head.